Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a vt episode with atp therapy was observed which resulted in cross talk. The device was reprogrammed to avoid future episodes. The patient was in stable condition.